Event description:
It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, the perclose a-t device was inserted, but the needles did not catch. Another perclose a-t was inserted, the needles did catch, knot placement was completed, but hemostasis was not achieved. A guide wire was introduced, a 7 fr sheath was inserted, but the patient continued bleeding from the puncture site itself. An 8fr sheath was introduced with the same results. The patient's blood pressure dropped to approximately 60's and dopamine was administered. A fox cross 8x2 balloon was placed in the iliac artery to occlude blood flow. A vascular surgeon and a cardiologist were called in to assess the situation. An 11 fr sheath was placed and the bleeding stopped. The patient was taken to the operating room and hemostasis and femoral artery repair were done surgically. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Event description:
It was reported that the promus stent delivery system (sds) would not cross the lesion. The promus sds was removed and resistance was met during withdrawal from the patient. The procedure was completed with a different device. There were no reported patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (Concomitant medical products): perclose proglide (part 12337-04, lot 920216h), 7fr sheath, heparin. The perclose proglide (part 12337-04, lot 920216h), indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Review of the device history record for this lot did not produce any findings relevant to this investigation.